Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported, to a company representative, during the past several weeks, numerous patients have been observed with metal particles in their eyes during their one day postoperative visit. Also, the surgeon indicated the phacoemulsification tips were the source. No known patients harmed. Additional information was requested; however, none has been received to date. This is one of five reports from this facility.

Manufacturer narrative:
No balanced phaco tip sample was returned for evaluation for the report of metal particles observed when examined the next day; therefore, the condition of the product could not be verified. A review of the device history records traceable to the two possible reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Because a phaco tip sample was not returned by the customer and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).